Event description:
Same case as #2134265-2008-2043. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in moderately tortuous circumflex artery. A 2.5x24mm taxus express2 stent was initially implanted. The physician continued on to attempt to place a taxus express2 3.0x16mm drug eluting stent, but was unable to cross the lesion. The stent was then exchanged for a taxus express2 2.5x16mm drug eluting stent, but this device was also unable to cross the lesion. The physician changed the guide catheter, but was still unable to cross the lesion with either stent. Upon removal of the devices, it was noted that the edges of each stent were flared. The procedure was completed with another manufacturer's stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing documentation for this particular batch found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and/or procedural factors encountered during the procedure.